Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, an fse was dispatched to the customer facility to address the reported event. Fse found rt lane cup sensor needed adjustment. Fse also checked the bent sorter arm. The guard that is installed between main instrument and sorter was twisted and jutting into sorter. The sorter slammed multiple times when extended into guard. Fse straightened the sorter arm. The customer ran the cup evaluation test several times, and then ran a rack of specimens with no errors. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-2000la analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was rt cup sensor needs alignment.

Event description:
On (B)(6) 2016, a customer reported error 2142 failed to detect cup from sorter on cup - tip lane and error 2205 sorter dropped cup with the aia-2000la analyzer. The customer is unable to run afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.